Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: root cause is undetermined.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had a retraction failure. The report is as follows, "the needle didn't retract even pressed the button."